Event description:
It was reported that a pt underwent a sling procedure in 2006. The pt reported that her urologist placed a mesh piece inside her urethra, exiting the abdomen on each side. Her hospital stay was four days with complications such as severe urethral pain, abdominal pain and swelling with diagnosed neurogenic bladder and dyspareunia. The symptoms have persisted for five years with no relief or recourse to correct by the urologist. The surgeon has offered another operation to try to find and cut a portion of the tape. The pt opted not to have any further surgery, due to the present sling placement problems and possible future complications.

Manufacturer narrative:
Date sent to the FDA: 04/07/2009. Neurogenic bladder occurred - dyspareunia occurred. - pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.